Manufacturer narrative:
The shaft of the smart control stent delivery system could not cross the external iliac artery lesion due to the heavy calcification. The device was removed from the patient without resistance and it was noted that the outer sheath was slightly turned outward and the distal tip of the stent was slightly exposed. The procedure was completed with another unknown device without any further issues. There was no adverse event and the patient is in stable condition. Ipsilateral approach with a treasure guidewire was utilized and the 100% stenosed lesion had been pre-dilated with a 5mm balloon. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 14065764 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coated polyimide wire lumen assembly lot 14057083 was reviewed it was observed during review of this lot that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. The device is not available for analysis and there is no further information regarding the reported condition of the device upon removal from the patient. With review of the available information and as reported, it appears that the calcified vessel characteristics contributed to the inability to cross the lesion and likely contributed to the condition of the device noted upon removal. There is no indication that the event is related to the manufacturing process; therefore, no corrections actions will be taken.

Event description:
The information received indicated that the patient was admitted with a 100% stenosis in the external iliac artery. The lesion had heavy calcification. It was unknown in there was vessel tortuosity. An ipsilateral approach was made with a treasure guidewire. The target lesion was pre-dilated with a 5mm balloon catheter of unknown brand. A smart control product was delivered but the shaft of the stent delivery system (sds) could not cross the target lesion due to the heavy calcified lesion. The device was removed from the patient and it was found that the outer sheath was slightly turned outward and the distal tip of the stent was slightly exposed. The length of the stent portion that was exposed is unknown, it was reported that it was "slightly". There was no resistance/friction during removal of the device. The procedure was completed without any other issues with another product of unknown brand and size. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.